Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery and before the implantation by the surgeon, the nurse has tried the connection of the screw inside the plate and was not able to do it. After that another screw was used to implement into the patient without any reported problems. There was no patient harm reported. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the positioning grooves on the screws have been widened up. The articles were analyzed for conformance to print specifications. No abnormal findings were identified. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standard. Our investigations have shown that the positioning grooves on the screws have been widened up due to inadequate handling. The part was not used and caused deformation of the grooves are clearly visible. As the groove is expanded and damaged the plate does not pass the slotted end of the screw anymore. The plates are still fully functional. No product fault could be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.